Manufacturer narrative:
Date sent: 4/7/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a bowel resection procedure, when the device was fired and the device was removed one side of the staples were malformed. Another device was used to complete the case with no patient consequence.